Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm noted that no errors for this event were logged in the iabp log files and replaced the power management board. The stm let the iabp unit run for a couple of days and no further issues occurred. The pm service was completed including all safety, functionality, and calibration checks and all tests passed to factory specifications. Since the iabp unit is a sales demo, it was not released for clinical use, but cleared for sales demo use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp) sales demo device, the iabp unit unexpectedly shutdown and alarmed. It was later reported that the stm was able to restart the iabp unit and noted that the iabp unit continued to run, and the batteries were fully charged. Since the even occurred during pm, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp) sales demo device, the iabp unit unexpectedly shutdown and alarmed. It was later reported that the stm was able to restart the iabp unit and noted that the iabp unit continued to run, and the batteries were fully charged. Since the even occurred during pm, there was no patient involved and no adverse event was reported.